Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number: 216648414 was returned and analyzed. Visual inspection showed that the loop was kinked and twisted. The mapping catheter was connected to the diagnostic computer and the channel pairs displayed noise. The dissection test indicated that the electrodes had been broken off just above the weld. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.